Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging the onetouch verio iq meter is giving an error 4 issue. This complaint was classified based on the customer care advocate (cca) documentation. The error 4 issue began around (B)(6) 2014. The patient managed his diabetes with the usual insulin regimen (14 units of humalog and 36 units of lantus) while he had the error 4 issue. The patient claimed that he subsequently developed symptoms described as ¿blurred vision and tired¿ as a result of the error 4 issue. There was no report of any required hcp medical intervention. During troubleshooting, the patient confirmed the test strips were within the discard date. The testing process was correct. The error 4 issue was not resolved as the patient did not have any testing supplies. This complaint is being reported because the patient developed symptoms that can be suggestive of hyperglycemia after the error 4 began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.